Manufacturer narrative:
This report is submitted on january 17, 2023.

Event description:
Per the clinic, the patient experienced an infection at the abutment site which was treated with oral antibiotics. The abutment was removed and there was a re-construction of the ear under a general anaesthetic. The implant remains in-situ. An osia device was implanted on the opposite side.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on february 26, 2024.